Event description:
The customer reported via phone call that every time she pressed the act button, the screen would get lighter. The customer further stated that the insulin pump was slow to react when programming a bolus. The customer's blood glucose was 7.8 mmol/l. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump gave a ghosting display every time the act button was pressed due to short at lcd driver board. However, all of the buttons are responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. The insulin pump was received with cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.